Event description:
I am an optometrist, practicing in the state. My ophthalmology associates and I have noted a pattern or corneal infiltrates associated with pts using optifree multipurpose solution. I am wondering if there is a current investigation into this problem. Diagnosis or reason for use: contact lens disinfection. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.